Manufacturer narrative:
.

Event description:
It was reported that a patient that recently had generator replacement surgery ((B)(6) 2016) had high impedance about a month prior to the report (>10000ohms). The patient was then referred for surgery, but the surgeon performed diagnostics and no high impedance was present. The patient was referred back to the neurologist, and the impedance was 2200ohms and 3000ohms upon diagnostics. The patient then started to feel intermittent pain at the generator site. The patient was then referred to another surgeon. No surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a consult with a different surgeon, and it was believed that the lead pin was not fully inserted. The patient was experiencing painful stimulation in the chest and neck, trouble swallowing, and more voice alteration than he previously experienced. X-rays were performed. There were ap and lateral chest and neck x-rays from (B)(6) 2016. The x-rays showed that the lead pin was not fully inserted into the connector block, as the connector pin could not be visualized past the connector block. The generator was placed in the left chest per labeling, and the feedthru wires appeared intact at the connector block. No gross fractures were identified with the provided images. No sharp angles were noted. Additionally, a portion of the lead was identified to pass behind the generator and an assessment could not be made on this portion of the lead. There were no noticeable differences between the x-rays taken on (B)(6) 2016. No surgical intervention has occurred to date.

Event description:
The patient's generator was programmed off due to the intermittent high impedance, and the patient was referred to the surgeon for possible explant surgery. No surgical intervention has occurred to date.